Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that pump insulin gauge displayed amount different than expected. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was not using room temperature insulin when filling the cartridge. Technical support educated the customer that insulin should be at room temperature before filling a cartridge. Customer loaded a new cartridge to resolve the issue.